Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Concomitant medical products: model: 3183, scs lead, implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient's ipg is believed to be inoperable. As a result, the patient may undergo surgical intervention on a later date.